Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. It was reported that in a literature article by tejin et al titled, radiologic investigation after anterior cervical spinal fusion: comparison between different cages 100 patients who had undergone anterior cervical spinal fusion using box-type cages at the authors' hospital in 3 years. Patients treated with multi-level spinal fusion, with trauma, or treated with reoperation of anterior cervical spinal fusion were excluded, and 20 patients who had been followed for more than 12 months after surgery were selected.

Event description:
It was reported in a literature article that 100 patients who had undergone anterior cervical spinal fusion using box-type cages at the authors' hospital in 3 years. Patients treated with multi-level spinal fusion, with trauma, or treated with reoperation of anterior cervical spinal fusion were excluded; 20 patients who had been followed for more than 12 months after surgery were selected. Subsidence was noted in 1 patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.